Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported thrombosis could not be determined. The reported patient effect of thrombosis is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the thrombus. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 3-4. The clip delivery system (cds) was advanced and during clip deployment, there was a suspicion of blood clot on gripper line as a high brightness was seen on the gripper line via the echocardiogram. The luminance remained high until the clip was implanted. The possibility of thrombus was very low so the physician continued the procedure. One clip was implanted reducing mr to 1. No additional information was provided.